Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received an inappropriate shock a year ago and wanted this implantable cardioverter defibrillator (ICD) turned off. Furthermore, the defibrillation portion was turned off as patient did not want to be shocked ever again. In addition, the field representative stated the patient was not taking the prescribed medication and had an atrial fibrillation (af) conducting rapid ventricular rate (rvr) that was going on and then shock was delivered. Moreover, the patient still refusing on turning on the defibrillation portion, but recently had an ablation. The health care professional (hcp) will continue monitoring patient's af. Additional information received indicating that there was no further actions taken. This ICD remains in service. No adverse patient effects were reported.